Event description:
It was reported the programmer head was broken. The programmer head was returned. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the rf (radio frequency) head failed uplink noise tests. The rf head cable was found damaged; the cable has a cut in the insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.